Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d9 of the initial medwatch. The returned to manufacturer date should be 15oct2024. New information added to the following fields: h3 and h6. It has been over one (1) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to the nozzle, on the probe cover, adhesive around the objective lens, adhesive around the light guide lens, bending section cover, and the adhesive on the bending section cover, but the type of the material or root cause cannot be identified. No physical damage of the device was confirmed at where the foreign material was remained. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: "IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope.". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the nozzle, on the probe cover, adhesive around the objective lens, adhesive around the light guide lens, bending section cover, and the adhesive on the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.